Event description:
International affilate reported that a patient complained of pain and bleeding during intrcourse one year following a laproscopic vaginal hysterectomy. Examination revealed the presence of a suture strand thought to be vicryl the strand was removed during an office visit.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Implantation studies indicate that coated vicryl suture retains approximately 75% of it original breaking strength at two weeks post implantation. All of the original breaking strength is lost by five weeks post implatation and the absorption of coated vicryl suture is essentially complete betwen 56 and 70 days post implantation.